Event description:
The reporter had a titanium plate implanted on (B)(6) 2025. Reporter then started showing signs of an allergic reaction. Reporter had swollen lymph nodes and pain. Reporter and surgeon suspected this was a reaction to the amount of nickle in the plate. Reporter contacted manufacturer and they claim that the plate contains .0156% of nickle, meaning it was safe. The plate was explanted on (B)(6) 2025. Since then, his plain and swollen glands have reduced. Reporter wants his plate tested for the amount of nickle it contains. He believes it contained over 6.5 times more for his body to react the way it did.